Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: "bso" event description: "the doctor deployed the bag and it would not open. The bag did not break. I do not know if the prongs were exposed. I will be speaking with the doctor next week to learn more about the incident. He used another 5 bag and the same thing happened. He used a 10 bag to resolve the situation." Additional information was received via email from account manager on tuesday (B)(6) 2018: "he does not normal use he 5 and the metal prongs did deploy but he said the bag 'was rolled up in itself'; I explain that can happen with the 5mm bag and troubleshot through for future. The prongs were exposed and he finished the case with the 2nd bag. It was still attached to the string and no other instruments were used. It was removed safely from patient and no injuries." Type of intervention: "he used a 10 bag to resolve the situation." Patient status: "patient is fine".

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted that the tissue bag was still attached to the introducer shaft and rod via the cord loop. The bag was returned in the rolled state. No other non-conformances were observed. Based on the condition of the event unit, it is likely that the tissue bag was unable to open upon deployment due to the fact that the tissue bag had conformed to the shape of the introducer shaft. The instructions for use (IFU) states that "the bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical epix grasper." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary, to ensure the performance and safety of it products.